Event description:
Patient v.(B)(6) is a 50 year old male. Brought in to hpmc on (B)(6) 2022 from chalet for possible sepsis. Per patient's medical record, has a history of chronic respiratory failure, dm, gerd, anemia, tracheostomy dependent, and als. Patient had a routine trach change done in chalet on (B)(6) 22 with a s8cn85h. On (B)(6) 2022, at approximately 2105, m. Mendoza rcp was called to patient's bedside by rn to check vent alarm. Upon arrival, rcp noted that patient had an audible leak and unable to maintain adequate volume. Rcp attempted to trouble shoot trach tube but unsuccessful. Emergency trach change was performed with (B)(6) md. At approximately 2250, patient was noted with audible leak and inadequate tidal volumes. (B)(6) md attempted to insert s10cnh tracheostomy tube, patient has consistent air leak. Patient was intubated at this time with a 7.0ett. Patient placed back on ventilator and stable at this time. FDA safety report ID # (B)(4).